Event description:
Reportedly the patient died after the implant date of 2009. Due to unknown reasons. Date of death and cause of death are both unknown. It was reported that the device remains implanted (mitral position) and is unavailable for return and evaluation. There is no report of an autopsy. Information learned through foreign implant patient registry. A second implanted device (aortic position) was also reported. No further details were provided. The device history record (DHR) review is in process.

Manufacturer narrative:
X-ray.

Manufacturer narrative:
This was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review is completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.